Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the instrument would not engage on arm 3. The site noticed one of the wheels was not spinning. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was inspected prior to use and no issues were noted. There was no patient harm due to this event. The patient-related information is not permitted to be released.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse arrived on site and troubleshooted the system. No faults were detected, and no physical damage was observed. The fse replaced the universal surgical manipulator 3 (usm3) as a precautionary measure. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis could not confirm or reproduced the reported failure, as the unit would trigger error 23068 when tested on an in-house system. However, error 23068 was confirmed via error logs/system logs, as the unit showed several error codes 23068/23087 on degree of freedom (dof) 6. The unit was also tested on a fixture test platform (pftp) and passed lissajous, direction test, fiber, and sensor test, but failed carriage friction on dof 7. An event verification confirmed that the pancreatoduodenectomy procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. There was no image or video clip submitted for review. This complaint is considered a reportable event due to the following conclusion: a usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.